Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. An x-ray confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Further analysis noted the crimp sleeve over the inner coil on the terminal pin was no longer in the correct position. The inner insulation close to the terminal pin was also found to be torn. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner coil to break as well as the other anomalies found during testing.

Event description:
Boston scientific received information from a nurse attending this implant procedure that this right ventricular (rv) lead was not able to be implanted due to high pacing impedance measurements on the pacing system analyzer (psa) and the helix was not operating correctly. The rv lead was extracted and successfully replaced. No adverse patient effects were reported.